Manufacturer narrative:
Device was discarded by the hospital. No evaluation will be performed. If additional information becomes available it will be provided on a supplemental report.

Event description:
Surgeon inserted 2.7 x 16mm variax distal radius bone screw into most proximal hole of the variax wrist plate. Screw didn't seat all the way into the plate. Surgeon went to reverse screw out and the screw broke just below head of screw. No replacement screw was used as surgeon left shaft of screw inside patient bone.